Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with moisture) issue. There was reportedly moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/25/2017 with the following findings: a review of the pump black box data shows evidence of a short battery life illustrated with voltage drop on (B)(6) 2015 at 17:54. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was evidence of moisture behind display lens. During testing, the pump powered up with the returned battery cap and the cap was able to fully tighten onto the pump. The pump¿s ¿ez-prime¿ steps were performed correctly but all of the pump¿s electrical current draws were not within specification. The short battery life complaint was confirmed during this investigation. The pump¿s cover was removed and moisture corrosion was found to the continuous glucose monitoring module board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).